Event description:
At 12:50 pm rn charge nurse entered pt's room. Pt was dusky in color and without vital signs. Ventilator and alarms not sounding. Ventilator circuit observed to be disconnected from trach, ventilator producing air however pressure alarm did not sound. Circuit reconnected to trach, then removed to initiate manual ventilation and CPR. After circuit disconnected for CPR alarms sounded in approx 5 seconds.